Event description:
Litigation papers received alleging that the patient suffers from pain and elevated chromium cobalt metal ion levels.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address discomfort, solid metallic-looking fluid with debris, and metallosis. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Update: (B)(4) 2013 -sales rep reported revision. Part/lot information were identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.